Manufacturer narrative:
(B) (4): the product was not returned for evaluation. Imaging films were not provided. A review of the device history records is not possible without additional device info.

Event description:
It was reported that the pt underwent a three level anterior cervical discectomy and fusion (acdf) at c3/c4, c4/c5, and c5/c6 with instrumentation. Post-op the pt experienced difficulty swallowing. Follow up x-rays identified a screw at c6 backed out approx 3mm. The pt underwent revision surgery was performed approx two months post op to remove only the backed out screw. During removal of the screw, it was noted that the nitinol ring on the plate was missing. Reportedly, nothing else was implanted or explanted. Fusion was progressing.